Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records could not be completed as no lot number was provided. The synthes cable tensioner was returned with a piece of cable is stuck in the crimper. Due to the damage to the cable, and it being cut by the customer, no further evaluation was possible. Investigation could not be completed and no conclusion could be drawn.

Event description:
It was reported that during a total hip revision, the surgeon was utilizing a synthes cable tensioner and the cable got stuck in the tensioner. The surgeon cut the cable and removed all the fragments. The surgeon then used another tensioner and cable in the set to complete the procedure. This report is on the unknown wire.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).